Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed an increase in pacing threshold and low amplitude measurements. Lead revision was discussed. Additional information was received that this rv lead was explanted and replaced due to high pacing thresholds and low amplitude. No additional adverse patient effects were reported.